Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was a loss of water tightness due to a damaged cable unit. The most probable cause of the identified failure was component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited loss of water tightness of cable unit. There was no patient involvement.